Event description:
The customer initially called for help changing the infusion set for the first time. The customer stated his blood glucose reading was 48 mg/dl during the phone call and it was being treated with orange juice. The customer's wife came on the phone and she advised that she would take the customer to the emergency room. A follow-up phone call later revealed that the customer was hospitalized for low blood glucose. The blood glucose reading was not reported. The customer's wife stated the customer may have accidently delivered a large amount of insulin during the infusion set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.